Event description:
A malfunction alarm was reported with the code malf 12, but no notable events occurred prior to it. The customer¿s blood glucose level did not exceed 500 mg/dl, and there was no adverse impact. The customer contacted technical support, which provided assistance with resetting the pump. The malfunction did not recur after resetting, and the customer was advised to continue using the pump while being instructed to call back if any issue arises again.